Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological event as is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that tamponade occurred. A non-bsc ablation catheter and an intellamap orion¿ catheter was used. Tamponade occurred after "popping inside the epicardial space". The relationship to the study device is reported as "unlikely related". No additional information has been received despite multiple attempts performed to obtain additional information. The event was considered resolved 2 days later.